Event description:
The customer stated there was no audio from the mx40 and a speaker malfunction inop error message. The device was in clinical use at the customer site. There was no report of patient injury or death.